Manufacturer narrative:
Explanted date and therapy date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3 reference MFR. Report: 1627487-2019-12332; 3006705815-2019-04288. It was reported patient experienced ineffective therapy and as a result the entire scs system was explanted .